Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 407658, 5076-52, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported by the patient that his leads have gone "bad" as the have "frayed" and he has to have a lead extraction and have them replaced. The patient is wondering what is wrong with the lead. Follow up with the patient's physician indicated that the patient had been seen and that there was no performance issue noted on the leads nor device. Patient was noted to be undergoing cancer treatment. It was further reported by the patient's spouse that "the top lead is frayed and the physician is hearing a little bit of noise". The spouse questioned lead function to include replacement and if any of patient leads are from another manufacture. Additional follow up was conducted, and it was confirmed that the leads/device are working within normal limit, the lead is not "frayed" and there was no noise present. The leads and device remain in use. No patient complications have been reported as a result of this event. On 2016-03-09, it was further reported that atrial lead noise was present. Additionally, there was low impedance, oversensing and undersensing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 407658, implanted: (B)(6) 2004.

Event description:
It was further reported that there was high threshold and high impedance on the right atrial (ra) lead. The lead was explanted and replaced.

Manufacturer narrative:
Correction: product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the explant procedure, fluoroscopy and venography demonstrated an outer conductor fracture of the ra lead and medial venous entry suggesting entrapment by the subclavius muscle.